Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va08adf, implanted: 2013 (B)(6); product type lead product ID 3889-28, lot# va08adf, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received a month later reported that the patient required interrogation of the device. No appointment scheduled. Additional information received a week later reported that patient was still having concerns with her device but had not sought further help.

Event description:
It was indicated that patient device had been off since july of last year. It was indicated that patient stated that her device shifted in her body and she thought it disconnected because, she could not get a stim sensation and she was afraid to keep increasing it. It was indicated that was the reason she turned off device. A follow-up report will be sent if additional information becomes available.